Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger. Product ID 97745bp, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed rms voltage at the h field probe failure. Found no issues with rtm charging the ins. No anomalies were visually observed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient representative. Caller stated they received the replacement battery pack and swapped it into the controller. Caller stated when they went to charge the implant, after a little while "software problem 1- intellis, 2- 3.6, 3- 58, 4- qf_new" came up on the screen. Caller stated they left the controller alone and it went dead overnight. Caller plugged the controller in this morning and it's currently charging. Caller stated the patient has been having issues with the controller for a while noting the screen goes white and unresponsive. Caller added the controller seems to have a difficult time recognizing the implant which is a struggle. Caller stated with recharging the implant, the patient has a harder time to get connected and stay connected to the implant. Caller added that the recharger paddle gets hot and confirmed it's hot not just warm. Agent sent email to repair to replace the controller and recharger.